Event description:
It was reported by the customer that a pyxis medstation es system is unable to log in to both the station and the pes, displaying the error message "unable to authenticate." The customer reported that users were unable to remove medications. This issue resulted in a delay in patient care, as the user was able to acquire the medications from the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to login station and pes due to software issue. A technical support specialist requested the customer to conduct a root cause analysis and provided information indicating that the database server has run out of space. Additionally, the datasync log showed an error stating that the dsserverlog is full, and they acknowledged this to the customer. The system functioned as intended after troubleshooting.